Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that there was no image present on her olympus 4k autoclavable camera head during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Updated fields: d4, d9, g2, h3, h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Instrument does not communicate with the processor and is not able to produce an image. The connector was found to be cracked. The cause of this problem is due to the cracked lens in the connector end. Based on the results of the investigation the root cause of the cracked lens could not be determined at this time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.